Event description:
It was reported that the autoclavable camera head had an image that was not aligned and not clear. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the guidepost position of camera head and image is out of the standard., due to poor watertightness of cable unit, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image misalignment was due to the guidepost position of the camera head. Additionally, the most probable cause of the loss of water tightness is a damaged cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.